Event description:
Additional information was received from the patient. It was reported that they are scheduled for injections and there is possible nerve interruption at that level when asked about the steps taken to resolve the pain higher up in spine.

Manufacturer narrative:
Continuation of d10: product ID 97745bp serial# (B)(6): product type accessory medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97745bp ; serial# (B)(6); product type accessory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding external equipment. The reason for the call was pt reported the controller was not holding a charge as long as it used to. Agent asked how quickly the battery was depleting, pt said they did not use the controller all the time, but if they had it on for a couple hours a day, then lasted maybe 2 days before they would have to recharge the controller. Patient said the issue started maybe 3-6 months ago. A replacement battery pack was sent out. Per information received on (B)(6) 2024, pt reported they received the li (lithium ion) battery pack but it did not improve the implantable neurostimulator (ins) longevity. Pt verified that her ins charge was not lasting as long as it used to as they have to charge the ins every day. Agent reviewed this has nothing to do with their external equipment and needs to have their programming checked. Pt mentioned she was having pain higher up in her spine and she would like to see if the ins therapy can help this pain like it did the pain in her lower back. Pt stated the original implant pain was being managed by the ins therapy. Agent suggested pt consult with their healthcare provider (hcp) / representative to see if the ins can help the pain higher up in her spine.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97745bp, serial# (B)(6), product type: accessory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.